Event description:
The customer was hospitalized from (B)(6) 2015 until (B)(6) 2015, treated for hyperglycemia and diabetic ketoacidosis (dka). Patient stated the reason he went in dka was that the infusion tubing was too long and the insulin got too hot. The patient thinks the insulin in the longer 80 cm tubing was compromised. He was taking correction boluses with the pump to self-treat the high blood glucose. He stated since the insulin got too hot, it was not being effective at lowering his blood glucose. He could not drive in his condition as he was in diabetic ketoacidosis. His friend took him to the hospital. His blood glucose levels were over 600 mg/dl at the hospital. The patient was taken off pump by the hospital staff. The patient was put on a insulin drip until the blood glucose was back down within his normal range. The patient stated the weather was hot that day of the incident and this is how the insulin got hot. He switched to shorter tubing and not had any issues since. He did not make any allegation against the system. Pump not returned.